Event description:
It was reported that this right ventricular (rv) lead exhibited pacing lead impedance low out of range. No noise was present. The patient will continue to be monitor. The lead remains in service. No adverse patient effects were reported.